Manufacturer narrative:
An american medical systems field svc engineer (fse) determined that the resonator (serial # (B)(4)) had low power. The fse replaced the resonator on (B)(6) 2011. The resonator was returned to american medical systems on (B)(6) 2011. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the resonator did exhibit low power. The low power issue was due to damaged optical components (lbo, pmux and diode module). There was no mechanical/electrical risk and/or hazard associated with the reported error message codes as the laser system software will not allow the user access to the operational modes. There was, however; a risk to the pt as the laser system could not be used to complete the procedure and the case was aborted. The customer did indicate there was no pt injury.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error message code 171 (under power) occurred at 8,000 joules. Per the customer, error message code 171 was cleared and then occurred again at 10,000 joules. The customer reported error message code 171 was able to be cleared but then error message code 152 (lbo temp out of range) occurred. Per the customer, the procedure was aborted. No pt injury was reported.